Manufacturer narrative:
We checked the returned unit and confirmed that the ccd signal wire cut. Based on the result, we concluded that it was caused due to the physical damage applied on the ccd signal wire. In addition, we confirmed that the mecha base plate fluid damage, the light guide cable buckled, the distal body cracked, the remote control button(1) cracked, the remote control button(2) cracked, the remote control button(3) cracked, the lcb distal cover glass cracked, the up pulley wire stretched, the segment corroded, the control body corroded, the forward body frame corroded, the receptacle corroded, the ccd driver pcb corroded, the nozzle gluing missing, the remote control button(1) leak, the ground wire cut, the angle wire grinding, the segment steel braid rupture, the ccd module distorted image, the operation channel faulty connection, the bending rubber faulty connection, the insertion flexible tube (ift) faulty connection, the light guide fiber bundle (lcb) faulty connection, and the suction channel faulty connection; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).